Manufacturer narrative:
Medwatch sent to FDA on 12/10/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of needle marks, knots, "product moved from the cheeks into the neck," itching, pain and lack of correction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that immediately after injection with 4 syringes of juvederm voluma in the cheeks (2 syringes per side) the patient did not observe any correction. The patient also reported that 6-7 weeks after the injection they had "needle marks" at the injection site and that they experienced itching at the injection sites 8 weeks after the injection. No treatment has been prescribed to the patient by a physician but the patient self-prescribed topical vitamin c, topical squalene, and topical dimethicone on a date not known. The "needle marks" and itching resolved. Follow-up with the healthcare professional provided the following information: the injections were administered into each temple and each zygomatic arch. The physician reports the problem to be "not enough product used" but believes the patient received "demonstrable results." The patient reports "needle marks" which lasted 6 weeks and "soreness" to the face. The patient was concomitantly injected with botox and 1 syringe of juvederm ultra plus around the mouth. While the "needle marks" and itching resolved, it is unclear whether the pain has resolved. Patient called 5 months after the initial complaint and reported the same symptoms as initially reported. The patient stated they do not feel they were injected with juvederm voluma xc, and report to have been told that by "many, many physicians." The patient called again seven months after the initial complaint to report that the product had moved from the cheeks into their neck and created "knots." This is the same event and the same patient reported under MDR ID #3005113652-2015-00842((B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.

Manufacturer narrative:
Medwatch sent to FDA on 01/07/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported that immediately after injection with 4 syringes of juvéderm voluma® in the cheeks (2 syringes per side) the patient did not observe any correction. The patient also reported that 6-7 weeks after the injection they had "needle marks" at the injection site and that they experienced itching at the injection sites 8 weeks after the injection. No treatment has been prescribed to the patient by a physician but the patient self-prescribed topical vitamin c, topical squalene, and topical dimethicone on a date not known. The "needle marks" and itching resolved. Follow-up with the healthcare professional provided the following information: the injections were administered into each temple and each zygomatic arch. The physician reports the problem to be "not enough product used" but believes the patient received "demonstrable results." The patient reports "needle marks" which lasted 6 weeks and "soreness" to the face. The patient was concomitantly injected with botox® and 1 syringe of juvéderm ® ultra plus around the mouth. While the "needle marks" and itching resolved, it is unclear whether the pain has resolved. Patient called 5 months after the initial complaint and reported the same symptoms as initially reported. The patient stated they do not feel they were injected with juvéderm voluma® xc, and report to have been told that by "many, many physicians." The patient called again seven months after the initial complaint to report that the product had moved from the cheeks into their neck and created "knots." This is the same event and the same patient reported under MDR ID #3005113652-2015-00842(allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.